Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.1 had failed. A field service engineer (fse) found that the position sensor nonresponsive when opening the drawer. Upon inspection, the sensor was damaged and replaced, but it initially failed to respond. The fse then replaced the drawer controller printed circuit board (pcb) and installed a second position sensor, which successfully responded to magnet positions during medication dispensing and replenishment. The drawer was tested and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer failed every time a medication was accessed, prompting the user to pull the drawer out further even though it was already fully extended. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.